Event description:
The user facility reported a 60-year-old male patient on an impella 5.5 due to cardiogenic shock. It was reported that a decision was made to escalate to impella 5.5 from the cp and venoarterial extracorporeal membrane oxygenation (va ECMO). During the exchange, when the impella 5.5 was backloaded onto the wire, it was unable to pass the cannula across mid axillary/subclavian artery. The wire came out of the left venticle (lv). The lv wire access was regained with a 5f pigtail and 0.025 platinum plus wire placed across lv. When attempting again to advance the impella 5.5 through axillary/subclavian artery on 0.025 platinum plus, it would not advance past the mid axillary artery. Subsequently, lv wire access was loss a total of 3 times and on the 4th attempt to backload the impella 5.5 onto the 0.025 platinum plus wire, a significant kink in the impella catheter near motor was noticed. With a kink in the catheter, there was concern that the 5.5 was compromised and a decision to abort impella 5.5 was made. A new impella 5.5 was used. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D9: updated the devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of the failure to advance was not determined due to lack of sufficient conclusive evidence from provided clinical details. Pd-catheter assembly- (twist, bent, kinked): the cause of pd-catheter assembly- (twist, bent, kinked) was not determined due to lack of sufficient conclusive evidence from provided clinical details.